Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the jaw of the forceps broke during use. The issue occurred during a diagnostic laparoscopic hysterectomy procedure. The intended procedure was completed with another similar device. There were no reports of patients¿ harm.